Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06631 and medwatch 2210968-2013-06632. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, a coupler issue was noted with the device. The issue was described as the coupler being sticky. The procedure was completed with no adverse patient consequences.